Event description:
As part of treatment for irregular uterine bleeding, during 2002, the physician performed a diagnostic hysteroscopy, d&c and resection of a fundal lesion. The physician then performed a thermal ablation procedure in 2002.two days later, the patient presented to the emergency room with an acute abdomen. An exploratory laparotomy was performed and extensive thermal injury to the bowel was diagnosed. The patient underwent corrective surgery, which included a bowel resection and diverting colostomy. The patient has recovered. The operative note reflects no complications, however the pathology from the biopsy revealed adipose tissue indicating that a perforation had occurred during the hysteroscopy or resection of the lesion.